Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited over sensed noise. Lead damage was also suspected. No intervention was reported. There were no patient consequences.

Event description:
New information noted that patient received inappropriate shock due to right ventricular over-sensing. Programming changes were made. Patient condition was stable.

Manufacturer narrative:
Correction: section h6 should include code "1574 - inappropriate/inadequate shock/stimulation".

Manufacturer narrative:
Correction: section g2 should also marked "company representative".

Event description:
New information received noted that lead was capped on (B)(6) 2025 and replaced with new lead. Patient condition was stable after procedure.